Manufacturer narrative:
An investigation conducted by siemens healthcare diagnostics determined that the cause of the dilution factor carrying to an add-on test was a user error. A siemens customer care center specialist followed up with the customer, advising not to use a duplicate sample identification number for tests requiring different fluid types. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A patient sample tested for aspartate aminotransferase (ast) was manually diluted 1:20 by the customer. An additional test was later downloaded to the easylink informatics system using the same sample identification number. The test that was added did not require a dilution, but the dilution factor of 20 was applied because the same sample ID was used. The discordant add-on test result was reported to the physician(s), who questioned it. The sample was repeated using a new sample ID. It is unknown what the add-on test was or what the results of the initial and repeat run were. There are no reports of patient intervention or adverse health consequences due to the discordant result.